Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 4592-45 implantable pacing lead: implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged in the supra vena cava (svc) and the ra lead had no capture. It was also reported that the right ventricular (rv) lead had pulled back from the apex during the ra lead extraction and the rv lead had pacing and sensing issues. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.